Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was clogged with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
Per the customer¿s response, it is unknown whether reprocessing was properly practiced. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable by the handling device in accordance with the following section of instructions for use (IFU): IFU states the detection method in pcf-h290tl/I operation manual chapter 3, ¿preparation and inspection¿ section3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.